Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention, a stent damaged occurred. Vascular access was obtained via femoral artery. The 28mm in length,de novo, concentric, 90% stenosed target lesion was located in the mildly calcified, mildly tortuous and 2.5mm in diameter mid left anterior descending (lad) artery. The lesion contained a <= 45 degrees bend. The lesion was predilated with a 2mm x 10mm non- bsc balloon catheter, following pre-dilation with residual stenosis of 75%. A 32mm x 2.50mm taxus liberté stent was used and advanced, however the device was not able to cross the target lesion. Pre-dilatation was performed again with the same balloon catheter. The physician then applied more pressure in reintroducing the stent, however, it was unable to cross the lesion. They removed the stent and it was noted that the mid portion of the stent struts was ¿flurred¿. Additional pre-dilation with same balloon catheter was done and the procedure was completed with implantation of a 2.5mm x 30mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a percutaneous coronary intervention, a stent damaged occurred. Vascular access was obtained via femoral artery. The 28mm in length,de novo, concentric, 90 % stenosed target lesion was located in the mildly calcified, mildly tortuous and 2.5mm in diameter mid left anterior descending(lad) artery. The lesion contained a <= 45 degrees bend. The lesion was predilated with a 2mm x 10mm non- bsc balloon catheter, following pre-dilation with residual stenosis of 75%. A 32mm x 2.50mm taxus¿ liberté¿ stent was used and advanced, however the device was not able to cross the target lesion. Pre-dilatation was performed again with the same balloon catheter. The physician then applied more pressure in reintroducing the stent, however, it was unable to cross the lesion. They removed the stent and it was noted that the mid portion of the stent struts was ¿flurred.¿ additional pre-dilation with same balloon catheter was done and the procedure was completed with implantation of a 2.5mm x 30mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Two struts on the third most proximal row were lifted and bent distally. The six most proximal rows were slightly pushed distally into each other. No other issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported during a percutaneous coronary intervention, a stent damaged occurred. Vascular access was obtained via femoral artery. The 28mm in length,de novo, concentric, 90 % stenosed target lesion was located in the mildly calcified, mildly tortuous and 2.5mm in diameter mid left anterior descending(lad) artery. The lesion contained a <= 45 degrees bend. The lesion was predilated with a 2mm x 10mm non- bsc balloon catheter, following pre-dilation with residual stenosis of 75%. A 32mm x 2.50mm taxus¿ liberté¿ stent was used and advanced, however the device was not able to cross the target lesion. Pre-dilatation was performed again with the same balloon catheter. The physician then applied more pressure in reintroducing the stent, however, it was unable to cross the lesion. They removed the stent and it was noted that the mid portion of the stent struts was ¿flurred.¿ additional pre-dilation with same balloon catheter was done and the procedure was completed with implantation of a 2.5mm x 30mm non-bsc stent. No patient complications were reported and the patient's status was stable.